Manufacturer narrative:
The device was received for evaluation. During functional testing, error 110-when infusion starts was reproduced. A review of event history log revealed multiple occurrences of the reported problem. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be failed motor component. The motor, bearings and gears require replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an issue of error 110 when infusion starts. This occurred during delivery in the biomed service department. There was no patient involvement. No additional information is available.